Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was contaminated and a connector pin was bent. The root cause for the contamination was ingress of an unknown liquid. The root cause for the bent connector pin was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery was unable to power on a monitor.